Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the inner syringe of the acp kit, abs-10011, fell out and hit the floor when removing the needle after the blood drawn. The kit was checked prior to the procedure and no defects were found. The case was not completed due to the patients vein collapsing. Further information requested. Additional information provided on (B)(6) 2019 at 3pm: it was reported that during a forearm acp procedure at the doctors office, after the blood was drawn, the inner syringe fell out and caused all the blood in the syringe to fall onto the floor. The blood was removed by using bleach wipes.